Event description:
The patient's device was at ifi = yes, and the patient was referred for generator replacement surgery. No surgical intervention has occurred to date.

Event description:
Data was reviewed, and the available history did indicate that the device was depleting more quickly than expected. A rough battery life calculation was performed, which estimated >10years remaining battery life. However, this does not take into account magnet activations and autostimulation. The primary cause of premature battery life indicators was found to be due to conductive debris from the manufacturing process, which resulted in leakage paths. Based on this information, the premature battery life indicators typically indicate that the generator will reach true end of service more quickly than expected. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's generator battery had depleted from 50% to about 20% between (B)(6) 2016 . The physician noted that the patient's device had a lot of autostimulations, which the physician believed may have contributed to the battery depletion. The DHR of the generator was reviewed, and the device passed all tests prior to release. No further relevant information has been received to date.

Event description:
The patient had generator replacement surgery due to low battery. The generator was unable to be interrogated in pre-op. The explanted generator was discarded by the hospital, so no analysis could be performed.